Event description:
It was reported there were high impedances on the lead; several contact pairs were >10,000 ohms. The patient had been programmed to an amplitude of 2.1 v, a pulse width of 210 ¿s and a frequency of 60 hz on electrodes 0+1-2+. There was reportedly less than 50% therapy relief. The device was consequently replaced. The patient was doing well after the replacement and receiving therapy.

Manufacturer narrative:
Concomitant: product ID 3877-45, lot# 0204846427, implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor, serial# unknown, product type: accessory. Analysis of the lead found five conductors (circuit #s 0, 1, 4, 5, and 7) were broken 21.4cm from the distal end of the lead. An open circuit existed. An anchor was loose on the lead and was located 9.4 to 12.3cm from the distal end. The original location of the anchor on the lead was unknown.